Manufacturer narrative:
Investigation summary: visual inspection did not show any abnormalities. The reported condition was not confirmed and the investigation found no fault. The investigation found no fault of the reported condition and the device was released meeting specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon successful visualization of the esophagus a guidewire was placed in the esophagus with anchor point in the stomach. The scope was removed and a 360 express catheter was placed over the guidewire and advanced in to the esophagus. The scope was placed into the esophagus alongside the express catheter. Blood was visualized and the physician asked for the guidewire and catheter to be removed fully, so inspection of the esophagus could be made. Upon inspection it was noted that there was a full thickness perforation in the distal portion of the esophagus near the gastroesophageal junction. The express catheter was never connected to the flex generator and no ablation was performed. The radiofrequency ablation equipment was moved away from the area and the physician performed closure of the perforation using clips. The medical director was contacted and made aware of the situation and provided her contact information which I relayed to the physician. After closure of the perforation the patient was to be admitted for observation and was given antibiotics. The account manager spoke with the physician after the procedure and the physician mentioned the patient¿s tortuous esophagus, hiatal hernia, and prior nissen fundoplication may have contributed to the difficultly in the procedure. The physician did not feel the 360 express malfunctioned and did not attribute the injury to be caused by a product defect. The procedure was delayed by more than 30 minutes due to the issue and the procedure was aborted. The catheter and guidewire will be returned for investigation. Medical affairs followed up with the physician and received additional information that resistance was encountered as the catheter was placed over the guidewire and there was continued effort to position the catheter. The patient was discharged and is reported to be doing well.